Event description:
Uneventful pacer lead and generator replacement completed. Seven hours later, without warning, pacemaker progressed to noncapture over ten minutes and pt found unresponsive in room, never having called for help. Urgent resuscitation, and taken to operating room, pinpoint hole in aorta underlying right atrial appendage. Lead appeared to have migrated after the case and abruptly punctured aorta. Though pt sustained after event, developed brain death and pulled from lifesupport.